Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) temp sensor for compressor was showing on screen. Found during testing that one of the cables going to the temp sensor was disconnected. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,b5, d9, g3, g6, h2, h6( type of investigation, investigation findings and investigation conclusions, component codes), h11. Corrected fields: h6(medical device ¿ problem code). The fse replaced the compressor, probe sensor and muffler/filters. Compressor replacement was initiated as a precaution even though the temp probe wire was the root cause of the failure. All functional and safety test performed. The failure analysis and testing dept. Received part number with a reported unit failure of the temp sensor not reading. One of the cables was broken on the compressor. The fat performed a visual inspection and found to have a broken wire on the compressor side that connects to the temperature sensor. This would cause the failure. Possible cause for this may be due to a service issue during install or removal of the compressor. No failures confirmed on the rest of the parts. The most probable root cause for the reported issue is excessive stress or fatigue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) temp sensor for compressor was showing on screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6(investigation type, investigation findings, investigation conclusion, component code), h11.

Event description:
N/a.